Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. The probable cause was stress of repeated use, external factors or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the adhesive part of the objective lens was peeled off. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the video connector had a crack. Additionally, the following components had a scratch: the angulation lever, the bending section cover, the control unit, the forceps elevator, the grip, the light guide connector, the light guide-cover glass, the right/left lever, the right/left plate, switch 1, the upward/downward angulation plate, the video connector case, and the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an abnormality within the visual field. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive part of the objective lens peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.